Event description:
Foley-catheter was inserted on 8/2/96 following stone removal procedure. On 8/7/96, cath balloon would not deflate for catheter removal. Dr injecte d mineral oil into balloon & waited 24 hrs. Dr then injected alcohol into balloon & the balloon burst. A cystoscopy was performed to remove balloon fragments from the pts bladder. No further complications reported.